Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a shorted d2 diode on the bedside pca board. The root cause for the shorted diodes could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) year old male patient called zoll customer support to report that his battery wasn't charging. The patient was issued a replacement battery charger/modem.